Event description:
It was reported that the atrial lead exhibited a threshold of 3.5 v, 1.5 ms. A chest x-ray revealed lead dislodgement. The lead was left in place. The patient's medical condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.